Event description:
It was reported that during an esophagectomy procedure, the tissue pad was partially detached and shifted soon. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.